Event description:
Pt was seen on 2/22/95 and 7/12/95 and examined with digitally enhanced fluoroscopy. Both examinations were read as negative, and not suspect for fracture. When examined on 11/6/95, a lead fracture without protrusion was noted near the anode. There does not appear to be any protrusion of the wire.